Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had streaks in the screen and no image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error code e226. Based on the results of the investigation it is likely that the reported event and the newly discovered malfunction were due to connector chemical damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.